Event description:
It was rpeorted that a total of five patients who ere dialyzed on two machines on the same day were admitted to the hospital for hyperkalemia and low co2. The hospital admissions occurred from several hours post dialysis to a day after dialysis. It was discovered that the bicarbonate was set at 25 instead of the prescribed 35.